Manufacturer narrative:
The customer¿s report that the device alarmed for air-in-line and found that the tubing set was leaking "spraying" was confirmed. The set was visually inspected and clear fluid was observed within the tubing throughout the set. No damages or anomalies were observed on the pump segment or throughout the set during initial inspection. Functional testing was performed and small droplets were observed leaking from a small hole at the top of the silicone segment near the upper fitment. No other leaks were observed throughout the set. The source of the air-in-line alarm and leak is due to a small hole/damage in the silicone pump segment near the upper fitment. The root cause of the hole damage could not be definitively determined.

Event description:
It was reported that the device alarmed for air-in-line in the neuroscience intensive care unit during use on an adult patient. Upon assessment, the nurse opened the pump module door to find the tubing set "spraying" unspecified IV fluids just below the upper fitment after being in use for (24) hours. The customer later stated that there were no adverse effects caused to the patient from the event.

Manufacturer narrative:
The products have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed. Patient demographics requested but not provided, however the customer stated that the patient was an adult.

Event description:
It was reported that the device alarmed for air-in-line in the neuroscience intensive care unit during use on an adult patient. Upon assessment, the nurse opened the pump module door to find the tubing set "spraying" unspecified IV fluids just below the upper fitment after being in use for 24 hours.